Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not confirm if there were any deviations or deficiencies concerning reprocessing of the scope. The customer did confirm that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer stated that the scope was last reprocessed on (B)(6) 2023. The scope is stored in a drying cabinet. During the device evaluation, it was uncovered that water tightness was lost due to deformation of the flexibility adjustment ring. It was also uncovered that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the up and down knob could not be locked securely due to deformation of the lock engagement lever. It was also observed that the adhesive around the objective lens was peeled. It was observed that the adhesive on the bending section cover had a chip. Lastly, it was observed that the scope cover and the right and left knob was deformed. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for microbial contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 10 colony forming units (cfus) of escherichia coli. During the second sampling, the scope tested positive for 10 cfus of escherichia coli. It was also mentioned that this same scope failed culture testing back in march on an unspecified day for > 100 cfus of pseudomonas, however when tested again the scope returned a negative result. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.